Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for proximal tibia fracture with lcp drill sleeve. The surgeon used a ptp plate large on the proximal tibial fracture and manually attached the lcp drill sleeve in question using the usual technique. At that time, there was a strange sound that sounded like it was cracking, so the surgeon checked and found that the screw part was chipped. The screw fragment was removed immediately, and the surgery was completed using other products. When installing the lcp drill sleeve in question, no particular force was applied, and there did not appear to be any problems with the connection direction. The surgery was completed successfully without any surgical delay. No further information is available. This report is for a 4.3mm threaded lcp(tm) drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 323.042, lot no: l409954, release to warehouse date: 30 may 2017, manufacturing site: werk hagendorf . The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that thread tip of the lcp drill sleeve 5 f/drill bits ø4.3 was found broken, fragment was not received for evaluation. No other issues were identified. A dimensional inspection for the lcp drill sleeve 5 f/drill bits ø4.3 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp drill sleeve 5 f/drill bits ø4.3 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.